Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a english-chinese infusor lv (large volume) had no flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 16, 2020 - march 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed fluid contained inside the device bladder; fluid was not observed coming out at the distal end of the flow restrictor. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.